Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer received tips from technical support for preventing altitude alarms, acknowledged the advice, and was able to resume insulin delivery using the original cartridge.